Event description:
Pudenz flushing valve with asd nl 850-1414; top of reservoir stuck to bottom of it during pumping. Flushing with physiological solution went well during patency test. The md attached the ventricular catheter to the valve and placed them on the pt. However, the top of the reservoir stuck to the bottom of it during pumping. The md exchanged the valve. The surgery was delayed "a little" due to this event but it did no harm to the pt. The new valve worked normally. After the operation was completed, the doctor realized the reservoir went back to the original shape, not stuck to the bottom. We have heard that the silicone material tends to stick to itself when dry but it was not dry in this case.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.